Event description:
The stapler did not fire normally across the lesser curve of the stomach. The tissue was mildly thick however the stapler appeared to fire normal but when removed, a large bleeding hole in the remnant was seen. They were unable to control with re-stapling using a larger load or hand sewing. This required resection of 1/3 of the stomach, a procedure which would usually not have been done.health professional's impression: caused a bleeding hole in the tissue requiring a resection on part of the stomach that would not normally be done.